Event description:
It was additionally reported that the lead had intermittent undersensing of p-waves. The lead was capped and was replaced.

Event description:
It was reported that the atrial lead was oversensing noise which triggered inappropriate mode-switching. The lead remains in use with continued monitoring, but will be revised when the device is change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).